Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported problem with lap top ventilator 1150 where it had a disconnect circuit issue during patient use. Furthermore, the customer confirmed that there was no patient harm reported. The patient had to be in a bvm (bag valve mask) during vent change.